Manufacturer narrative:
H11: corrected data in d1/d2, g5, h5, h8.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a patient with a 1/3rd femur fracture was operated on (B)(6) 2020. Metatan nail (11.5mm x 42cm) was inserted with 85mm/80mm lag/compression screws and 35mm & 40mm distal screws. During the insertion, whilst drilling with the starter drill for the compression screw, the tip of the starter drill broke off (B)(4). The surgeon, with a little effort, managed to remove the broken off tip of the proximal lag screw. The screw/screwdriver seemed to be catching on something but the screw was inserted. No problem inserting the compression screw. Lateral post-op x-ray shows that the lag/compression screw combination has missed the nail (B)(4) and (B)(4). The patient was operated again on (B)(6) 2020. The surgeon removed the misplaced lag/compression screws, attached the metatan jig without removing the distal screws or nail and reinserted new proximal screws (product code 71642680, batch no 19dt19274) without incident. The same instrument set was used (B)(6) 2020 as was used (B)(6) 2020. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a complaint since it is a duplicate from (B)(4), and it has ben already reported to the FDA under report (B)(4).

Event description:
It was reported that a patient with a 1/3rd femur fracture was operated on (B)(6) 2020. Metatan nail (11.5mm x 42cm) was inserted with 85mm/80mm lag/compression screws and 35mm & 40mm distal screws. During the insertion, whilst drilling with the starter drill for the compression screw, the tip of the starter drill broke off. The surgeon, with a little effort, managed to remove the broken off tip of the proximal lag screw. The screw/screwdriver seemed to be catching on something but the screw was inserted. No problem inserting the compression screw. Lateral post-op x-ray shows that the lag/compression screw combination has missed the nail. The patient was operated again (B)(6) 2020. The surgeon removed the misplaced lag/compression screws, attached the metatan jig without removing the distal screws or nail and reinserted new proximal screws (product code 71642680, batch no 19dt19274) without incident. The same instrument set was used (B)(6) 2020 as was used (B)(6) 2020.